Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the programmer failed lem (link electronic module) pcb (printed circuit board) assembly functional test; review of the test failures indicate these were analyzer out of specification electrical issues on the lem pcb assembly. (B)(4).

Event description:
The programmer was returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported.